Event description:
The surgical procedure included: 1. Bilateral spine arthrodesis with revision of t2-l3. 2. Revision of bilateral posterior spine instrumentation t2-l3. 3. Decompression with laminectomy posterior spine t3 on t4. 4. Bilateral decompression posterior spine every level from t10- l2. 5. Smith-petersen-type osteotomy every level from t3-t5. The surgeon notes that the patient had a change in her motor evoke potential monitoring. Following decompression and decrease in the amount of correction of the curve, spinal cord monitoring returned. The surgeon proceeded to remove the orthopedic hardware which included: 2 cross link screws, 2 rods, 4 multi-axial screws, 8 fixed screws, 15 set screws. According to the surgeon the broken tip could not be removed without causing significant damage to the spine and therefore had to be left in place.